Event description:
Customer reported receiving erratic readings on their blood glucose monitor within 10 minutes. Results of 9.6 mmol/l and 1 mmol/l were plotted on a parkes error grid. The results fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is a final report. The complaint was not confirmed and no new issues were observed, all results were within range specification. Additionally, the reported readings of 9.6 mmol/l and a "lo" were found in the device's internal memory log all within 10 minutes. Note: the meter is designed to indicate readings of 1.1 mmol/l to 27.8 mmol/l. It should be noted that this meter does not give a numeric value for readings less than 1.1 mmol/l. A "lo" display message indicates a reading less than 1.1 mmol/l.